Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a low blood glucose value of 38 mg/dl at the time of the incident. The customer treated with a glucose tablet. The customer also stated the insulin pump had physical damage. No troubleshooting was performed for the low blood glucose value. Troubleshooting for damage resulted in the insulin pump being replaced and returned.

Manufacturer narrative:
Device had cracked lcd window, cracked case at display window corner. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6), 2018.